Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of deep venous thrombosis and pulmonary emboli with gastrointestinal bleed was contraindicated for anticoagulation therapy and was scheduled for filter placement. The femoral vein was not visualized, therefore, the right internal jugular vein was accessed under ultrasound guidance. A 5 french pigtail catheter was advanced into the distal most inferior vena cava and an inferior vena cavagram demonstrated a small caliber inferior vena cava below the level of l2 with tortuosity due to scoliosis of the lumbar spine. The renal veins were identified at the level of l1. The filter was placed in the infrarenal inferior vena cava and post placement film demonstrated the filter in good position at the level of the l1 vertebral body. The filter appeared to not fully open in the inferior portion due to decreased caliber of the inferior vena cava below the renal veins and tortuosity. Completion venogram demonstrated contrast flowing through the ivc filter. The sheath was removed and manual compression was held until hemostasis was achieved. There were no immediate complications. Approximately two months post filter deployment, abdominal x-ray demonstrated the filter projecting in the expected location. CT scan of the abdomen and pelvis performed approximately five months post filter deployment demonstrated the ivc filter projecting posterior to the expected lumen of the inferior vena cava. The ivc filter findings were discussed with vascular surgery who recommended outpatient follow up in two weeks. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not received. Medical records were provided. The medical records allege a vena cava filter was implanted below the renal veins. The medical records allege the filter appeared to not fully open in the inferior portion due to the decreased caliber of the inferior vena cava (ivc) below the renal veins and tortuosity. Approximately five months after implantation, CT allegedly demonstrated the filter projecting posterior to the lumen of the ivc. Based on the medical record review, the investigation is confirmed for failure to expand due to patient factors and perforation of the ivc. It was reported that the ivc was tortuous and smaller in diameter below the renal veins; therefore, it is likely that patient factors contributed to the reported event. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: precautions: anatomical variances may complicate filter insertion, deployment and removal. Careful attention to these instructions for use can shorten insertion time and reduce the likelihood of difficulties. If misplacement, sub-optimal placement, or tilting of the filter occurs, consider immediate removal. Do not attempt to reposition the filter. Spinal deformations: it is important to exercise care when contemplating implantation or removal in patients with significant kyphoscoliotic spinal deformations because the ivc may follow the general course of such anatomic deformations. This may require advanced interventional techniques to remove the filter potential complications: perforation or other acute or chronic damage of the ivc wall. Failure of filter expansion/incomplete expansion. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. The patient with history of gastrointestinal bleed was scheduled for filter placement. The jugular vein was accessed and the filter was deployed in an infrarenal position. Post deployment film demonstrated the filter to be not fully opened in the inferior portion due to decreased caliber of the inferior vena cava. The patient was hemodynamically stable at the conclusion of the procedure. Approximately five months post filter deployment, CT scan demonstrated the filter projecting posterior to the lumen of the inferior vena cava. Findings were discussed with vascular surgery who recommended outpatient follow up in two weeks. No additional information was provided in the medical records received.